Manufacturer narrative:
No product was returned for evaluation. As per clinical, systemic vascular resistance (svr) levels were 1700 and was suspected of hemolysis. Patient has a contributing factor with complexity of disease, advanced age and heavy drug usage and was not supportive for further impella escalations. Data logs were returned, and suction alarms were observed. No abnormalities were found correlating to the event of failure per data log review. The cause of the hemolysis issue was most likely patient condition related due to patient having complexity of disease, heavy drug usage and advanced age factor. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The patient developed hemolysis during the course of impella support. It was noted that the patient's systemic vascular resistance (svr) was around 1700 at the time of the event. Positioning was verified to be correct and no reported intervention was required as a result of the noted condition.